Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported that after implantation of the device, the patient developed serious symptoms. The original pressure setting was 100mmh2o. The doctor checked the shunt pressure immediately and found that the pressure setting was 30mmh2o instead of 100mmh2o. The doctor stated that the patient was not exposed to a magnetic environment since the operation. The doctor tried to reprogram the shunt pressure back to 100mm h2o but the actual pressure was set to 80mmh2o. The doctor made more attempts and found that the pressure was set 20mmh2o lower than intended values. The patient¿s condition is almost back to normal since the reprogramming.